Event description:
(B)(4). Same case as MDR ID 2134265-2013-05061. It was reported that post a percutaneous coronary intervention, angina occurred. The patient presented with unstable angina and was referred for cardiac catheterization. The 18mm in length, de novo, 80% stenosed target lesion 1 was located in the 3.5mm in diameter mid right coronary artery (rca). A 3.50mm x 24mm promus element plus stent was advanced and deployed in the target lesion with 10% residual stenosis. The 14mm in length, de novo, 80% stenosed target lesion 2 was located in the 2.75mm in diameter mid left anterior descending artery. A 2.75mm x 20mm promus element plus stent was advanced and placed in the target lesion with 0% residual stenosis. One-day post-procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6). 2013, the subject presented with chest pain and was hospitalized on the same day.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).